Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
A request was made for a bak/c lite instrument kit with notes in the comment section indicating "removal" for an expected surgery on (B)(6)2015. The removal was going to be for non-fusion, but the case was canceled. Additional information has been requested but is not available.